Event description:
It was reported that the recipient is experiencing decrease in performance with the device. External equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.